Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The reporter stated that the patient had a blood glucose (bg) of 40mg/dl without symptoms. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged temperature issue.

Manufacturer narrative:
Follow-up number 1: the ae was inadvertently captured under this pi. The ae has been captured under (B)(4).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/23/2016 with the following findings: evaluation revealed that the last basal delivery was on (B)(6) 2016 @10:41pm prior multiple ¿cs128¿ alarms occurring due discharged battery use. Tdd adds up correctly and reflect the programmed basal rate. ¿ez-prime¿ steps were performed correctly, the pump reflected 24u after a 24hr on 1u/hr duration test, the product delivers within specifications. No overheating occurred during the investigation. Investigators were unable to duplicate ¿temperature¿ complaint. The pump¿s cover was removed, moisture corrosion was found to the watchdog/flash chip circuits.